Event description:
Healthcare professional (hcp) reports home pt (hp) had an epileptic seizure during treatment on the homechoice device. The hp was taken to the ER where they checked his medication levels and released him same day. Hp reports homechoice device heater pan felt warmer than usual at initiation of treatment.